Event description:
Philips received a complaint on the heartstart mrx indicating that it does not turn on. The customer worked with the rse. The customer replaced the power cable, and the device returned to full operation. No further action is required at this time.